Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a hole in the scrotum and infection. A surgical procedure was performed to remove the pump and cap both cylinders and reservoir, allowing the patient to heal. No device issues and no additional patient complications were reported.